Manufacturer narrative:
Qn#(B)(4). Photo review shows separation of catheter material.

Event description:
The customer alleged that when the guide wire was removed traction and form was lost leaving a guide portion inside the patient. Intervention - it was necessary for an echography and the piece was removed from the patient. No patient complications reported.

Manufacturer narrative:
(B)(4). A guide wire was returned for evaluation. No other components were returned. The customer also provided photos showing the guide wire unraveled in the patient. Visual examination showed that the distal end of the guide wire was kinked approximately 1.5 cm from the bottom of the j-bend and the guide wire was unraveled at the proximal end. The core wire was separated adjacent to the weld at the proximal end. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. The core wire measured approximately 45 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire was found to be within specification. A manual tug test confirmed the distal weld was intact. The device history records (DHR) for the guide wire were reviewed with no relevant findings. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. (Con't) other remarks: arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleged that when the guide wire was removed traction and form was lost leaving a guide portion inside the patient. Intervention - it was necessary for an echography and the piece was removed from the patient. No patient complications reported.